Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial lead displayed undersensing and loss of capture, with no asystole. The lead was found to have dislodged. A revision procedure was performed and the ra lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During visual inspection the outer conductor coil was found deformed. Based on the symptoms, it is reasonable to assume that this deformation resulted from the use of medical devices during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The values of the parameters measured during the mechanical analysis of the lead proved to be within the technical specifications. In summary, deformations of outer the conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.